Event description:
The advocate initially called for assistance with a low, out of spec control result on her husband's contour meter. She then stated that earlier in the day she found her husband lying on the floor unresponsive. She checked his blood glucose with his contour meter and results were 67-94mg/dl. The paramedics were called and re-tested the patient with their meter and the reading was lo. A glucose IV was administered and the patient was fine during the call. The advocate was asked to return the strips for evaluation. A new meter and strips were sent to the customer.